Event description:
It was reported an issue with silkam suture. The client reported that during preparation, thin and small needle, higher risk to pulmonary artery rupture. Additional information: the needle is too thin and narrowed, when performing the user could not pull and make a knot at pulmonary artery. This creates a risk of having pulmonary artery rupture. Thread and knot incidence is when customers perform operating procedure, they could not pull and tie a knot at the end of thread at pulmonary artery. At described before; this may create a risk of having pulmonary artery rupture. After checking with the customer, the complaint description is wrong, please find the revised version below: customer complained that the thread is too thin which has a high chance to tear resulting in cut the blood vessel in patient.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.